Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "touchscreen stopped working" (no display or display failure). The nurse reported the touchscreen stopped working during surgery. The remote was used to continue and finish surgery. After the case, the nurse shut down and restarted the system and the touchscreen started working. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The lamp assembly was replaced and disposed of. The footswitch was checked with no problems found. Preventive maintenance was performed. The system was then tested and met all product specs. (B) (4). (B) (4). (B) (4).